Event description:
I had cataract surgery with alcon restor lens implanted in 2005 left eye and the following month, right eye, surgery two weeks apart. Two specialists, in 2007, suggested the surgical removals of restor lens. I have tried two prescriptions of glasses during the two years not helping. Reading, use of computers is extremely difficult, road mileage signs, street names are not distinct. Before implant of restor lens my sight with corrective glasses was better than now. The surgical procedure to remove restor lens is serious. Enough negative info is not given, I was charged extra for restor lens. I want to know how many have had to be replaced, who does this, and does medicare cover cost to remove restor and implant normal iol's. Further investigation on multivision lens implants should be done. What are the long term results.